Manufacturer narrative:
Initial and final MDR (B)(4). E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On 17-jul-2024, reported that patient faced infusion set leakage at quick release. Infusion set has been used for 2 days. No further information available.